Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two silver coils are noted embedded in the myometrium') in a (B)(6) year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal odor, back pain, bacterial vaginosis, latex allergy, herniated nucleus pulposus and endometrial ablation. Concurrent conditions included menorrhagia, malignant neoplasm of cervix uteri, itchy scalp, rosacea, absence of menstruation, spinal fusion surgery, seborrheic dermatitis, notalgia paresthetica, spotting vaginal and pelvic pain. Concomitant products included metronidazole benzoate (metro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("pain lower abdomen / lower abdominal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and embedded device to be related to essure. The reporter commented: essure coils were placed without difficulty. Four trailing coils were present. The ostium of the right fallopian was then identified, and the essure coils were placed without difficulty with 3 trailing coils present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. That everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Event "two silver coils are noted embedded in the myometrium" added. Case became serious incident. Essure removal details and reporter information was added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two silver coils are noted embedded in the myometrium') in a 30-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal odor, back pain, bacterial vaginosis, latex allergy, herniated nucleus pulposus and endometrial ablation. Concurrent conditions included menorrhagia, malignant neoplasm of cervix uteri, itchy scalp, rosacea, absence of menstruation, spinal fusion surgery, seborrheic dermatitis, notalgia paresthetica, spotting vaginal and pelvic pain. Concomitant products included metronidazole benzoate (metro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("pain lower abdomen\ lower abdominal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and embedded device to be related to essure. The reporter commented: essure coils were placed without difficulty. Four trailing coils were present. The ostium of the right fallopian was then identified, and the essure coils were placed without difficulty with 3 trailing coils present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. That everything was fine.. Pathology test - on (B)(6) 2020: the myometrium is tan white, rubbery, and homogenous. Two silver coils are noted embedded in the myometrium measuring approximately 1.7-2.4 cm in length by 0.2 cm in diameter. Also received in container are two detached fallopian tubes arbitrarily designated as fallopian tube #1 and fallopian tube #2.. Lot number: 880434. Manufacturing date:2011-07. Expiration date: 2012-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.